Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the issue was identified during the diagnosis procedure and was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed from error logs that the incorrect mains resistance was affecting image quality. A review of system log files indicated errors such as tube arcing, tube current out of range, and high voltage symmetry issues confirming the reported problem. The issue was resolved by adjusting the mains resistance from 180 to 72 mohms followed by rebooting the system. After repair, the system was returned to use in good working order. Later, the issue reoccurred and the issue was resolved by replacing the replacing the hivo (high voltage transformer). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image appeared to be grainy. The system then displayed an alert indicating the "x-ray generator starting up, no x-ray possible" message. The user performed three reboots, but the issue persisted. The patient was moved to another system to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.